Event description:
It was reported that the patient was in the emergency department and in cardiac arrest. The healthcare team attempted to place patient on venoarterial extracorporeal membrane oxygenation to stabilize the patient and transport to the hospital. Patient was too unstable for transfer and sustained in cardiac arrest for prolong period of time. The decision was made to turn off the ventricular assist device (vad) and the staff called for direction on turning the pump off. The patient passed away. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported cardiac arrest and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.